Event description:
The customer questioned 2 patient samples tested for human chorionic gonadotropin, stat (short turn around time) - hcg stat. Of the data provided, the results for 1 patient sample were erroneous and reported outside of the laboratory. The initial hcg stat result was >10000 miu/ml on the e601 analyzer. The sample was automatically diluted by the analyzer and the result was 5720 miu/ml. This result was reported outside of the laboratory. The sample was also tested on an e411 analyzer and the result after automatic dilution was 11495 miu/ml. The sample was repeated on the e601 analyzer after performing a manual dilution of 1:100 and the result was 11600 miu/ml. This result was considered to be correct. No adverse event occurred. The hcg stat reagent lot number was 179277 with an expiration date of 11/29/2015. The customer checked calibration and quality controls and all were acceptable. The customer changed the measuring cell settings so that tests are run on channel 1 instead of channel 2. The customer performed calibration and quality controls and re-ran a patient sample where the result was still not what they expected. It is not clear if the sample that was re-run at this time was for patient 1 or patient 2. The specific result that was received at this time was not provided. The field service representative found that the pre-wash needle alignments were not in the proper position. The issue was corrected after performing adjustments.

Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Manufacturer narrative:
Further investigation determined that the dilution function on the e601 analyzer did not function properly. The issue was corrected by the actions of the field service representative. No reagent issue is evident.